Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported the 65-year-old male patient was on impella cp support and during support, the patient had hematoma/bleeding at the access site. Manual pressure was held, a femstop was applied and heparin was withheld. Support continued. Additionally, during support, there were suction alarms. Cyanokit and albumin were given to the patient. Support continued.

Manufacturer narrative:
The investigation of low pump flow and access site bleeding has been completed. The pump was not returned for investigation. The data log shows several suction alarms in the initial days of pump start, with noted low pump flow. There was no motor current spike, nor was any positioning issue recorded in the data log. The placement signal was also observed trendy while the flow was dropping intermittently at steady p-levels. According to the clinical notes, cyanokit and albumin were given, resulting in the resolution of the suction alarms. The cause of the low pump flow issue was most likely patient condition related, based on data log review and provided clinical details. The cause of the access site bleeding issue was most likely high patient activated clotting time (act) values.